Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative and they noted that a member of the hospital staff replaced a faulty fuse on the system. This resolved the issue. The system had spare fuses in a storage drawer.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of procedure. It was reported that the mobile view station (mvs) made a sound when plugged in, and will not turn on. The line power light is off when plugged in. No patient was present.